Event description:
Intermittent self test failures. (B) (4).

Manufacturer narrative:
Method: internal memory was reviewed for this device. Conclusion: this report is being filed, as it cannot be concluded that recurrence will not result in a delay of therapy.